Event description:
It was reported that during reprocessing all four bowel grasper instruments were used in thoracic cases for retraction of the lung. After each surgery spd found cuts in the black insulation portion of the grasper towards the jaws. On each grasper the cuts were located at about the same spots. Spoke with sales rep and was told to return arms and cannulas for inspection. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Black tube insulation was damaged at the distal end. A piece of insulation was missing from the main tube roughly .7360 above the snake wrist. The metal shaft was exposed as a result. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical received the instrument but the evaluation is not complete. A follow up MDR will be submitted once the evaluation is complete.